Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low impedance. It was further reported that there was sensing difficulty and unacceptable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.